Event description:
The MFR received info alleging a bipap vision circuit's pressure line filter was occluded. There was no report of pt harm or injury.

Manufacturer narrative:
The reported facility circuit was not returned to the MFR for eval. The MFR received 5 circuits from the reporting facility claiming the pressure line filter was occluded. The circuits were visually inspected and no occluded hydrophobic filters were found. An occluded hydrophobic filter, if in use with the device, would not result in a device failure or loss of therapy delivered to the pt. The bipap v60 is designed to audibly and visually alarm to alert the caregiver of an occlusion of the pap tubing. The pt would not be at increased risk if the hydrophobic filter was occluded.